Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and showed loss of capture (loc) when the patient inhaled with maximum volume. No adverse patient effects were reported since the patient is not pacing dependant. This rv lead was repositioned to a more apical position which resolved the issue. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.